Manufacturer narrative:
Result - bolt, flange bushing. Mfrs investigation is still ongoing; if add'l info is received, a f/u report will be submitted.

Event description:
It was reported by service report that the customer states that the steer function would pop out of gear when being moved and the brakes would not stay engaged. There was pt involvement and adverse consequences were reported. The extent of the adverse consequences is unk at this time.